Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a cartridge reload present. The cartridge reload was noted to be fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a duodenopancreatectomy procedure, the stapler cut but didn't staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device discarded.